Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross catheter was selected for intravascular ultrasound examination (ivus) of the target lesion. During preparation, the guide wire was knotted together with the catheter. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. An opticross catheter was selected for intravascular ultrasound examination (ivus) of the target lesion. During procedure, the guide wire was knotted together with the catheter. The procedure was completed with another of same device. No patient complications were reported. It was further reported that a 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The guidewire used was a non-boston scientific (non-bsc) device. A guide extension catheter was used to remove the catheter and wire as one unit.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. Microscopic inspection revealed the guidewire exit port and distal section of the tip were in good condition. A test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted.